Manufacturer narrative:
Device expiration date: unknown; device manufacture date: unknown. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, the customer indicated that this information was not available. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd vacutainer experienced tube push off on the nonpatient end of the needle prior to use. The following information was provided by the initial reporter: material no: unknown; batch no: unknown. Phlebotomist mentioned that she feels something has changed with the well of our vacutainer tubes. When she pushes a tube into the single-use holder, with either a wing set or eclipse needle, the tube can have a tendency to push off forcefully and fly backwards. Again, she had no numbers of time this has happened, or lots or specific product numbers.